Event description:
The customer reported that they had six units of plasma derived from whole blood with a redtinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the 5 disposable sets were received for evaluation. Samples were taken from the returned bags for hemolysis testing. Hemolysis was found in 4 of the 5 bags. The other bag had redness that disappeared after centrifugation, indicating that red blood cells were present in the plasma, not hemolysis. Reserve samples for this lot were visually examined, with no abnormalities noted the manufacturing and testing records were reviewed. The lot conformed to all specifications. The pretreatment process of cationization had been switched to a different machine, but after reports of hemolysis, was switched back to the original machine. This lot was manufactured on the original machine after the process had been switched back to it. Root cause: a definitive root cause for this failure could not be determined. The following are possible root causes of hemolysis:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - filtration time is extended because the filter is likely to clog, and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis.